Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. Reportedly, the device was difficult to remove. The physician held pressure on the access site and pull the device to remove it from the pt's body. The clip achieved hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device revealed bent vessel locator wings (vlw), which were secure in their attachment to the vessel locator assembly. All other inspection points indicated a normal device that functioned properly. The bent condition of the vlw is consistent with resistance encountered to collapse, usually from an unk source, which creates a situation where the vlw do not withdraw into the delivery tube necessitating the use of counter force to remove the device from the pt. We were unable to determine a conclusive root cause for the damaged vlw, no manufacturing issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.